Manufacturer narrative:
The tech found the brake detent mechanism plastic was broken. He replaced the brake pedal and detent to repair the bed.

Event description:
Info received indicates the brake is faulty.